Event description:
It was reported that during a supply change and tubing prime for the ilet system, the user pressed and held to prime but did not observe drops, then removed the cartridge and noted the cartridge was cracked. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included customer troubleshooting and education, review of device performance, and assessment for alarms, with no alerts or alarms reported. Investigation of this case revealed a cracked cartridge consistent with a component failure affecting fluid delivery, which aligns with a device component issue involving the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the cartridge.